Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: broken observed on anterior side assessed as surgical damage. Additional observations: creases were observed. No further actions are required as the device was implanted.

Event description:
Patient reported left-side rupture. Physician additionally reported capsular contracture baker grade unknown and desire for smaller implants. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician additionally reported left side capsular contracture baker grade unknown and desire for smaller implants. Device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left-side rupture. Healthcare professional reported left side rupture. Device has been explanted.